Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was crashed. A field service engineer replaced the module controller board and drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was crashed.the customer reported that the malfunction occurred when the user tried to issue medication to patients and there was a delay in dispensing medication to the patient.there were no adverse events or injuries reported based on this event.